Event description:
It was reported that this right ventricular (rv) lead experienced gradual rise of shock impedance. A defibrillation threshold (dft) test was performed. Technical services (ts) was consulted and explained no noise was present and recommended reprogramming. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead experienced gradual rise of shock impedance. A defibrillation threshold (dft) test was performed. Technical services (ts) was consulted and explained no noise was present and recommended reprogramming. The lead remains in service. No adverse patient effects were reported. Additional information was obtained, the device recorded a code 1004 indicative of an open circuit condition during shock delivery.